Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit failed to produce a complete cut. However the devices could not be repaired and were returned to the customer. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device is worn. The device was used on cadaver skin and no patient was involved. Investigation found the cutter did not pass the cut test. No adverse event was reported as a result of this malfunction.